Manufacturer narrative:
Findings: pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm noted. Time/clock was monitored and functioning properly noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Unit received with cracked reservoir tube.

Event description:
A customer reported via phone call indicating that their insulin pump does not give alarms correctly. The customer left the diabetic center and stated that their insulin pump had shut off three times without an alarm. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.